Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was returned for evaluation. Visual inspection revealed no anomalies and the results of the investigation concluded that the catheter passed all functional testing. The log files were returned and reviewed, indicating the device functioned as intended and there were no contributing anomalies. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. While performing ablation with a tacticath quartz ablation catheter around the pulmonary veins, the patient became agitated and hypotensive. An echocardiogram revealed a perforation with cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the coronary care unit for monitoring and the drain was removed the following day. The patient was then discharged 24 hours later. There were no performance issues with any sjm device.